Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The device electronic log was provided. The analysis has not yet been completed. A f/u report will be submitted.

Event description:
Customer who is a new user of this technology requested a log review to know if the etco2 alarmed and if the nurse silenced it or how they responded to it. Clinician reported pt was found on the floor in the bathroom beside the toilet and was in asystole when found and code was called. Post surgical pod 4 so he had been ambulating. Biomed was able to look back at the telemetry and found the pt's qrs widened at 0332 am, then to a junctional rhythm, to ventricular fibrillation, to asystole. The pca infusion was started postop on 4/5 and ended post arrest. Post arrest he was extubated evening of (B)(4) 2011. He survived the arrest and then arrested again the next day. He was transferred to hospice. Dilaudid programmed to be given as 0.5mg with a lockout every 20 min. Documentation showed he was not utilizing this often because he was receiving a lot of oral pain medications which included both oral morphine and oral extended release morphine. No tubing or syringe salvaged from the event.